Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cuts on pink rubber and glue cracking off, missing thixotropic adhesive (ke-45) on elevator cove a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had cracked scope tip. The event occurred during reprocessing. There were no reports of patient involvement.